Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Per report, patient movement contributed to the stent being malpositioned in the patients'' right eye (od). There was no report of adverse impact to the patient, and the patients'' status was reported as "excellent and being monitored".

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malposition of device is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. In addition, the IFU adequately states that cataract surgery with iol implantation should be performed first followed by implantation of the trabecular micro bypass stent system. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during implantation of the second stent from a trabecular microbypass stent system, the first stent was observed floating in the anterior chamber. Per report, the surgeon could not locate the first stent intraoperatively following successful implantation of the second stent, and after irrigation and aspiration (I/a). Reportedly, the patient underwent the stent procedure prior to phacoemulsification. There was no report of patient injury, and the patient was scheduled for follow-up. Additional information has been requested.